Event description:
Boston scientific received information that this device exhibited an error message. A shock lead impedance measurement greater than 125 ohms was exhibited while delivering a shock. As a result, the competitor right ventricular (rv) lead was explanted and this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.